Manufacturer narrative:
(B)(4).

Event description:
Customer reports device repeatedly fails bit with "remove and reinsert" battery. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.